Event description:
I was prescribed a 30 day event monitor by a medical provider at the (B)(6) hospital in (B)(6). (B)(6) uses (B)(4) in (B)(6) as their 3rd party vendor who supplies the monitor and the monitoring services. The first monitor I received was broken. While waiting for a new monitor to be shipped I was rushed to the hospital and admitted overnight. The replacement monitor was used for 25 days. I reported 575 events and the monitor only captured 150 of those events. I was prescribed a 30 day continuous monitor (a monitor that continuously monitors my heart rate for 30 days). This monitor went online (meaning my heart rate was not being monitored at the time) on several occasions. I was also able to report events on this monitor. Again this monitor failed to record over 50 percent of my recorded events.